Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were just starting therapy and were getting low flow alarm 02 in an arctic sun device. They have tried a second machine but were having the same issue. Confirmed they have four pads connected. Had nurse stop therapy, empty pads, and disconnect pads. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 0, inlet pressure (ip) was -9psi, circulation pump command (cpc) was 80 percentage, system hours 2,016, and pump hours 1,838. Informed nurse to send this device to biomed labeled no flow, s/n is dyaty038. Nurse powered on second device and placed in manual control first. Without pads, water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -8psi, circulation pump command (cpc) was 60 percentage, both system and pump hours 1,500. Had nurse connect pads holding only the blue tubing and not the clear plastic clamps, nurse confirmed all tubing is straight with no kinks or bends, water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -1.8psi, circulation pump command (cpc) was 100 percentage. Nurse switched pads with brand new set of pads, started cooling therapy, water flow rate (wfr) was 0 l/min. Tried connecting pads to a different port, water flow rate (wfr) had remained 0 l/min. Nurse stated that biomed did recently service this device, but was not sure what was done, s/n dyaty051. Recommended having biomed take a look at the device. Suggested swapping to a new device, nurse is going to check with their ER to see if they could borrow a device. Encouraged nurse to call back.

Manufacturer narrative:
The reported issue was inconclusive. The root cause was unable to be isolated. It was noted that the nurse stated that they were just starting therapy and were getting low flow alarm 02 in an arctic sun device. They have tried a second machine but were having the same issue. Confirmed they have four pads connected. Had nurse stop therapy, empty pads, and disconnect pads. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 0, inlet pressure (ip) was -9psi, circulation pump command (cpc) was 80 percentage, system hours 2,016, and pump hours 1,838. Informed nurse to send this device to biomed labeled no flow. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d: UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were just starting therapy and were getting low flow alarm 02 in an arctic sun device. They have tried a second machine but were having the same issue. Confirmed they have four pads connected. Had nurse stop therapy, empty pads, and disconnect pads. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 0, inlet pressure (ip) was -9psi, circulation pump command (cpc) was 80 percentage, system hours 2,016, and pump hours 1,838. Informed nurse to send this device to biomed labeled no flow, s/n is (B)(6). Nurse powered on second device and placed in manual control first. Without pads, water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -8psi, circulation pump command (cpc) was 60 percentage, both system and pump hours 1,500. Had nurse connect pads holding only the blue tubing and not the clear plastic clamps, nurse confirmed all tubing is straight with no kinks or bends, water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -1.8psi, circulation pump command (cpc) was 100 percentage. Nurse switched pads with brand new set of pads, started cooling therapy, water flow rate (wfr) was 0 l/min. Tried connecting pads to a different port, water flow rate (wfr) had remained 0 l/min. Nurse stated that biomed did recently service this device, but was not sure what was done, s/n (B)(6). Recommended having biomed take a look at the device. Suggested swapping to a new device, nurse is going to check with their ER to see if they could borrow a device. Encouraged nurse to call back.